Event description:
Per complaint (B)(4), an impression coping could not be separated from a dental implant during clinical procedure. The implant was removed on the same day. No adverse patient consequences were reported.